Event description:
It was reported that at a pt's first refill appointment, following his pump replacement and proximal catheter revision, his pump had an accuracy problem. The actual reservoir volume (arv) was greater than the expected reservoir volume (erv); arv: 17 ml; erv: 3.3 ml. The pump logs were read. Per the reporter, the pt had "no apparent distress". The pump was emptied and refilled. The medication administered via the pump was compounded baclofen at a concentration of 2,000 mcg/ml and a daily dose of 249.9 mcg/day via simple continuous infusion. Additional info has been requested, but was not available as of the date of the report.

Manufacturer narrative:
(B)(4).

Event description:
Additional review indicated that information previously reported in manufacturer report # 3004209178-2011-09590 should have been included in this report. That report stated that in (B)(6) 2011, the patient was seen for a pump medication refill. The drug aspirated was approximately 17 ml, while 2 ml was expected. On 2011-(B)(6), the existing sutureless pump connector was disconnected from pump and a light pink fluid was visualized, instead of the clear fluid usually seen during treatment. This led to the suspicion of a possible catheter connector occlusion. A dye study was attempted and a rotor study was done. No further details were provided. The pump connector was removed and replaced, intraoperatively. There was no injury and the patient recovered without sequel. The drug delivered via the pump was lioresal at a concentration of 2,000 mcg/ml and a dosage of 220 mcg/day.

Manufacturer narrative:
Catheter model 8578 lot# n280913003 explanted: 2011-(B)(6) . Corrected the catheter explant date. Corrected the type of reportable event. Analysis of the catheter model 8578 lot# n280913003 showed a procedural non-conformance. There was no leaking seen in functional testing of the catheter. There was an indent seen down in the cup of the sutureless connector (sc). The indent appeared to be completely offset to the lumen of the catheter. No anomalies were seen.